Event description:
Device report received from synthes (B)(6) reports an event in (B)(6) as follows: drill bit broke mid use. Tip remains implanted. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.